Event description:
The event is reported as: alleged issue: the balloon deflated allowing the catheter to fall out. No pt injury reported. Pt condition is reported as fine.

Manufacturer narrative:
No sample is available for the MFR to eval.